Manufacturer narrative:
E.1.: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'ec345' was not reproduced. A review of the event history log (ehl) revealed occurrences of system error 345 - thermistor disparity messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The upstream sensor will be replaced as a precaution. Should additional relevant information become available, a supplemental report will be submitted.